Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining low sodium (na) results with accompanying low anion gaps that were generated by the synchron lx20 pro clinical system. No erroneous results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Samples were drawn from b-d tubes. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse found the fitting on the module chemistry (mc) level sense bead was loose. The flow cell and all electrodes were cleaned. The carbon dioxide (co2) reference electrode and co2 measuring electrode membrane were replaced by the fse. The flapper on the electrolyte injection cup (eic) was found to be cracked, which was also replaced by the fse. The mc probe was aligned and all the ise reagents were replaced. On (B)(6) 2010, the customer contacted the bci hotline due to low anion gaps. On (B)(6) 2010, another fse was dispatched and performed a preventative maintenance (pm) on the ise system. As of (B)(6) 2010, the ise system was meeting specifications. A clear root cause was not identified.